Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator delivered no flow to the patient. There was an audible alarm when the reported problem occurred. The patient was manually ventilated until he was placed on another ventilator. No patient harm reported.